Event description:
Pump declared a cartridge change error, but there was no adverse impact to the customer's blood glucose level. Customer did not hear a loud click when attaching cartridge, prompting them to fill and load a new cartridge. Technical support assisted customer in attaching and loading a new cartridge into the pump, ensuring it was snapped fully into place. Customer successfully completed the load process and resumed insulin delivery.